Manufacturer narrative:
E1: patient city - malaga . Patient country - spain. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2026 due to hyperglycemia caused by bent cannula event after two days of use at bum site. Blood glucose level was over 400 mg/dl and patient got treated with intravenous (IV) insulin with the duration of more than twenty four hours and patient was found positive for high ketones level. Patient also experienced the symptoms of sickness.